Manufacturer narrative:
Batch review performed on 09 january 2024. Lot 2010253: (B)(4) items manufactured and released on 03-feb-2021. Expiration date: 2026-01-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 09 january 2024. Gmk-sphere 02.12.0005r femoral component sphere cemented size 5 (k121416) lot 2013229: (B)(4) items manufactured and released on 11-mar-2021. Expiration date: 2026-02-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0512fr tibial insert fixed sphere flex size 5/12 mm r (k121416) lot 184908: 25 items manufactured and released on 16-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years and 6 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.